Manufacturer narrative:
Complaint no: (B)(4). Additional information: the patient experienced the peritonitis on an unknown date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was described as "probably something to do with how the patient connected to do dialysis". As no further detail was provided, the cause of the peritonitis is assessed as unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics and on an unreported date about two weeks after onset, the patient was put on stronger antibiotics (unspecified) because, at that time, the patient's pd effluent bag was cloudy. The patient was not retrained in proper aseptic technique. The patient was reported to be recovering from the peritonitis. No additional information is available.